Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot; however, with various failure modes. No trends were noted for complaints. There have been a historical CAPA opened by the supplier for a similar failure mode; however, on a different lot. An investigation into this lot will be executed to determine if the supplier needs to expand the scope of the CAPA. Further details will be commented at a later date in the final answer. B3: estimated date.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information the anchor on dynamic side detached from plug.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed part of the dynamic suture was attached to the mesh. The dynamic anchor, tensioner and suture loop were detached and not received. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. Microscopic examination of the detachment of the dynamic suture confirmed rough and irregular surfaces indicating stress was exerted. Blood residue was noted on the sling. Based on the information received and review of the returned components, quality confirmed that the dynamic anchor detached from the sling. Based on the blood residue noted on the suture loop, the detachment of the dynamic anchor most likely occurred during the tensioning process. No information was received to indicate if any difficulties were noted during the tensioning process that may have contributed to the reported complaint. As we did not receive either piece (dynamic anchor or tensioner) we cannot verify the alleged failure mode. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A historical CAPA was opened by the supplier for a similar alleged failure mode of dynamic anchor separation; however, on a different lot. As we did not receive either piece (dynamic anchor or tensioner) we cannot verify the alleged failure mode; therefore, cannot confirm a relationship.